Event description:
It was reported that the patient underwent an arthroplasty surgery on (B)(6) 2025 and barbed suture was used. It was reported that the suture was broken in surgery. Changed to another one to complete the surgery. No patient consequence was reported. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: additional information was requested, and the following was obtained: when did the alleged deficiency occur (removal from package/during handling prior to use on patient/during passage through tissue/during tying/post-operation)? During passage through tissue. H3, h6 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle suture pie in two sections was received for analysis. Product code sxmp1b117. During visual inspection of the returned sample, the swage and attachment area were observed to be as expected. The suture pieces were examined, and the ends were noted to be cut likely caused by a surgical instrument and body fluids were noted. No anomalies or issues related to breakage suture was observe during the evaluation. As the suture is absorbable and the duration of exposure of the suture in the environment could not be determined, the functional test could not be performed. A photo was provide showing one open winding former with a needle suture combination with the same condition of the sample received. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. A review of the batch manufacturing records was conducted, and no related non-conformances were identified. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.